Manufacturer narrative:
Our field service engineer (fse) was on site and identified a missing bolt and a loose bolt. The rail upgrade kit was installed and the rail was secured in place. The unit was returned to clinical use. Photos were received from the fse confirming the reported issue. The root cause could not be identified but the rail may became loose due to load of weight it could not sustain.

Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer (fse) was on site and investigated detached arm. Fse found out that one bolt of the arm was missing and the other bolt was in a loose state. The rail upgrade kit was installed and ensured the rail properly secured in place. Then patient circuit arm clamp was installed to ensure full support on side rail. We have received the photographic evidence concerning the issue. The root cause of the missing and loose parts is most likely the rail was exposed to a bigger force than it is designed to sustain.

Event description:
It was reported that the rail of the support arm was completely detached on one side. There was no patient involvement. (B)(4).